Manufacturer narrative:
H3 other text: device not available.

Event description:
It was reported via medwatch mw5115981: that there have been incidences of the e-sep pencil activated automatically. No further information was provided.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.